Event description:
It was reported that the patient was transitioned to palliative care and subsequently passed away due to a large ischemic stroke, which was reported as not device related. No autopsy was performed, and the device was not explanted.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
Additional information was received that no intervention was performed for the stroke before the patient passed away. The device reportedly operated as expected.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.